Manufacturer narrative:
Date sent to the FDA: 04/12/2011. (B)(4). Results: during the functional testing, the bulb was functioning properly. The visual examination found the " lips" of the anti-reflux valve are almost fully stuck one to another. Conclusion: the device was received in a condition which does not meet specification.

Event description:
It was reported that before use on a patient, the " tip of the connector" was noted to be damaged and was flattened at one end. There were no adverse patient consequences.